Event description:
The consumer reported on (B)(6) 2016 that the patient's device was acting weird for the last week; the patient stated his device was not controlling his pain the way it should. The patient tried charging on the night of (B)(6) 2016 and again on the morning of (B)(6) 2016, but the implantable neurostimulator recharger (insr) screen did not look right when he tried to charge. The consumer also reported that there was no communication on the insr or patient programmer, the "poor communication" screen was seen on the patient programmer, and the "reposition antenna" screen was seen on the insr. The implantable neurostimulator (ins) was not working at all and the patient was in severe pain. Stimulation was last felt 45-60 minutes prior to the time of report on (B)(6) 2016. It was noted that the patient never had recharging issues until tuesday ((B)(6) 2016) or wednesday ((B)(6) 2016); it was later confirmed that the last successful recharge session was on tuesday night ((B)(6) 2016). The patient was advised to follow up with the healthcare professional to have the ins checked. The patient later stated that whenever he needed an adjustment in the past, he would call one of two manufacturer representatives. It was noted that those two manufacturer representatives were no longer with the manufacturer, but one of them had provided the patient with the contact information of a new manufacturer representative. The patient called the new manufacturer representative and left two messages, but the patient had not yet received a response. It was reviewed that the healthcare professional's office managed the manufacturer representatives and could make arrangements to have a manufacturer representative paged. The patient stated that the person at the healthcare professional's office who took care of that was not in.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer on 2017-dec-14. It was reported that if the patient had issues in the past they talked with a manufacturer representative. This was clarified. The patient notified a manufacturer representative about ¿problems¿ in (B)(6) 2016. The patient had these problems and stated that ¿all of the programming. We were never able to get back.¿ per the consumer, the manufacturer representative downloaded the information. It was noted that the patient depended on the stimulator for the ability to get around and function. The patient did not have a lot of mobility anyway. The date that the patient started having mobility issues could not be collected at the time of the call. It was reported to be intermittent and that it would work for 2-3 days but now the battery was dead and stimulation quit. It was noted that the patient had been having charging issues for a long time. The problems charging and ¿problems¿ had started about 2 years ago in 2015. It was unknown when the battery had been dead. It was reported that there was currently poor communication. The last success charge was probably 3 months prior to the call on (B)(6) 2017. The external device was not able to communicate with the implantable neurostimulator (ins). No further complications were reported.